Event description:
(B)(4)

Manufacturer narrative:
Although product has not been returned, review of the returned complaint photographs has confirmed the device fracture. No lot or order number has been provided for review and therefore a definitive root cause has not been determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting. Product was not returned.